Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on (B)(6)2025. Following j&j medtech procedures, a visual inspection, electrical test of the returned device were performed. Visual analysis revealed reddish material and a puncture in the surface of the pebax. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the noise issue reported by the customer, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The carto® 3 system instructions for use (IFU) contain the following information: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. The instruction for use (IFU) of the device contains the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a puncture in the surface of the pebax. ECG signal interference. During the procedure, the signal interference (noise) was observed on the intracardiac (ic), body surface (bs), or all ECG (bs + ic) channels. Signal interference of map1-2 was observed. A second device was used to complete the procedure. There was no adverse event reported on the patient. The signal interference was observed on the intracardiac channels on the carto and recording system. The physician did have an intact ECG signal available to monitor the patient¿s heart rhythm. During the signal interference, the affected catheter was inside the patient¿s body. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2025, observed reddish material and a puncture in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a puncture in the surface of the pebax on (B)(6)2025 and have assessed this returned condition as reportable.